Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 48-year-old male patient with cardiomyopathy implanted with an impella cp device for mechanical circulatory support. It was reported that on day 2 of support a the automated impella controller displayed a purge system blocked alarm. No kinks or blockages were observed. The impella at p9 showed concerns for pump saturation. Purge cassette changed with no significant improvement to purge flows and purge pressure. The pump stopped with a successful restart, however shortly after the pump stopped again and failed to re-start. The pump was explanted, and the patient was reported hemodynamically stable.

Manufacturer narrative:
The investigation aic-pump stop has been completed. The impella device was received for investigation. Data logs were reviewed, and visual inspection performed and there were no issues found. The device functioned/operated to specification. D9: date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-11959: f6/f8-should have been left blank. H6: code 4629 was reported. New code was added to health effect - impact code.